Event description:
After reinjection of 500 cc of blood, the pt lost a lot of blood via drain. (5 hours later). The complaint report states "pt died but co does not know if it is following autotransfusion using."